Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer set a temporary basal rate of zero which caused the customer to experience blood glucose of 400 mg/dl with moderate ketones. Customer was taken to the emergency room and treated with fluids and intravenous insulin. The customer was released about 4 hours later with blood glucose of 200 mg/dl.